Event description:
It was reported that the abutment (ilpc442u) fractured on the screw portion. The fractured piece was removed from the implant.

Manufacturer narrative:
One certain low profile one-piece abutment was returned for inspection. A visual inspection confirmed that the threaded region had fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A singular cause cannot be determined. The following sections have been updated: (B)(4).